Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for peritonitis. The day after the peritonitis onset, the patient was treated with injection ceftriaxone (1gm, once daily, intraperitoneal, ongoing) and injection vancomycin (1gm, every 5 days, intraperitoneal, ongoing) for peritonitis. On an unknown date, the patient recovered from the event. Pd therapy was ongoing. No additional information is available.